Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump isn¿t delivering insulin even though he saw it doing so on the screen. Customer was putting insulin in and he waits until it was 15 to 20 and he puts it in case and blood glucose go high and then he looks and it didn¿t go in. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.